Manufacturer narrative:
The insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. The insulin pump passed the self test, active current measurement and sleep current measurement. The insulin pump history file/traces download was successful using thus. Pump error 41 alarm were recorded and found in the downloaded history files on (B)(6) 2021 at 21:52:43.000 alarm alert notification (B)(6) 2021 at 21:52:57.000 alarm alert cleared and pump error 39 alarm on (B)(6) 2021at 21:53:24.000 alarm alert notification, (B)(6) 2021 at 21:55:57.000 alarm alert cleared, (B)(6) 2021 at 21:57:17.000 alarm alert notification, (B)(6) 2021 at 21:58:26.000 alarm alert cleared, (B)(6) 2021 at 22:01:05.000 alarm alert notification, (B)(6) 2021 at 22:03:50.000 alarm alert cleared, (B)(6) 2021 at 22:04:36.000 alarm alert notification and (B)(6) 2021 at 22:08:20.000 alarm alert cleared. No pump error 37, 38, 42, 43, 79, 80, 82 and 130 alarm on the downloaded history file noted. The insulin pump was cut open to perform visual inspection and corrosion was found on the motor home switch. No loose electronic components or moisture damage found on the electronic assembly, force sensor and vibrator assembly noted. The force sensor zero offset measured (22.6 milivolts) and within specific range. A test motor was used and continued testing. The insulin pump passed the rewind test. In conclusion, the insulin pump had a constant pump error 39 alarm due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor current error. Customer stated that they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.